Manufacturer narrative:
The complaint device was received and forwarded to the supplier for evaluation. Visual inspection revealed that the active tip showed signs of activation. Additionally, there is evidence of melting at the proximal end of the manifold surrounding the return brace. Electrical tests were performed on the device and passed all testing except the hipot testing due to the tip condition. Functionally, the device was plugged into a vapr vue generator and minimum, default, and maximum user settings were checked. No issues were noted. Due to an increasing trend in the number of this reported failure, a supplier CAPA has investigated this failure. Root cause: the design is such that the operator requires a specific aptitude to ensure the glue wicks successfully this aptitude was not previously ensured by the electrode design. Corrective action: awareness retraining, clip application video retraining has been provided to the operators. This CAPA was monitored for its effectiveness and the complaint rate was below threshold, therefore initial training and awareness training was effective. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 1 similar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatches for two other devices in this complaint are: 1221934-2015-10021 and 1221934-2015-10023. (B)(4).

Manufacturer narrative:
The complaint device is not being returned for evaluation and therefore the reported failure cannot be verified. It cannot be determined if the active tip sustained any damage that led to this type of failure. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ no further information was available to determine if the above mentioned factors contributed to this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one other similar complaint for this lot of devices that were released to distribution. The complaint rates were reviewed against the risk analysis documents and found to be within expected levels. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatches for two other devices in this complaint are: 1221934-2015-10021, 1221934-2015-10023. UDI: (B)(4).

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatches for two other devices in this complaint are: 1221934-2015-10021, 1221934-2015-10023. (B)(4). The lot expiration date is currently unavailable. Awaiting device return.

Event description:
(B)(4). During two surgeries, after a while the electrode threw out sparks the following additional information was received via email from our affiliate on 10-02-15: information on the surgery dates was not available nor could the lot and quantity be identified with its associated surgery. It was confirmed that none of the involved devices were re-processed. All of the involved electrodes sparked in each of the patient's joint during each procedure. Furthermore, nothing fell into the patients during surgery. A new electrode was used by the surgeon to complete each procedure. Procedure: shoulder arthroscopy both surgeries occurred sometime during the week of (B)(6) 2015. The earliest date of (B)(6) 2015 was entered into this file as the event date.